Event description:
Doctor handed piezotome handpiece to surgical tech after using it. When surgical tech checked to make sure tip was still tight on piezotome handpiece, the saw tip fell apart and landed on the surgical tech's mayo stand.